Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched, and were taken in ambulance. Blood glucose reading was 40 mg/dl. The customer was treated with food and glucose tablets and woke up with paramedics, had juice in car and glucose and gel was given at the ambulance. Auto mode was unknown. The insulin pump will not be returned for analysis.